Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 41 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt presented with a ruptured aneurysm approx 1 month ago and was treated endovascularly with another manufacturer's stent graft successfully. The rupture was the result of a migrated endograft. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: (migration, endoleak, rupture); lack of information (unknown cause of stent graft migration). Conclusion: lack of information (unknown cause of stent graft migration).